Manufacturer narrative:
Sections: additional information manufacturer's investigation conclusion: the replaced segment of the percuataneous lead (driveline) was returned for evaluation. The reported pump stoppage events were confirmed via the submitted system controller log file. The submitted log file contained approximately 21 days of data, and captured multiple pump stop events between 9:43pm and 10:57pm on (B)(6) 2018 while the device was operating on the power module. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potential driveline issue; however, a specific cause for pump stoppage events cannot be conclusively determined through the evaluation of the returned portion of driveline. Approximately a 22.5 inch segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any evidence of damage but several kinks were observed approximately 3.5 and 6 inches from the connector. However, no insulation breaches were noted. The driveline was submerged in a saline bath for hi-pot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 6 years and 11 months. The replaced portion of the percutaneous lead was returned for analysis. The evaluation is not complete. The pump remains implanted supporting the patient with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that interrogation of the patient's lvad system indicated multiple pump stoppage events on (B)(6) 2018. The patient was asymptomatic. A log file submitted to the manufacturer's technical services department for analysis confirmed the pump stoppage events while the system was connected to the power module. On (B)(6) 2018, the manufacturer's technical services presented onsite and performed an external percutaneous lad (driveline) replacement. All tests on the driveline passed after the replacement was completed. No further alarms were observed while the patient was connected to the power module with the use of a regular (grounded) patient cable. No additional information was provided.

Manufacturer narrative:
Additional information inadvertently left out on medwatch MFR report #MDR-2018-27450-01.